Event description:
It was reported that during a colonoscopy, they couldn't get subject device off from the hook. The handle part didn't work. The subject device got stuck inside of the patient and needed to use side cutters to get the device out. They didn't get the polyp out and they had to send the patient to the hospital. The procedure was extended by 20 minutes. The patient was endoscopically examined at the university hospital and required two new endoscopic examinations. The patient required another check-up one week later to check the condition of the loop and a new appointment to actually remove the polyp.

Manufacturer narrative:
A2: patient is 70+ years old. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.